Event description:
It was reported that pump experienced malfunction alarm with code malf 12 and no events occurred prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was assisted with resetting pump using provided instructions, confirmed that malfunction did not recur after reset, and was advised to continue using pump and call back if problem returned, which customer acknowledged and understood.